Manufacturer narrative:
The user reported significant discrepancies between their blood glucose (bg) readings and the sensor glucose (sg) values. The case was escalated, a review of the in-vivo data revealed that the user was experiencing transient optical instability around the reported time. The escalation response instructed monitoring the system for three days while the user continued calibrating daily. The user was later contacted to confirm everything was working well. Dms review showed the system was up to date, and the user was calibrating as requested. The case was closed after confirming stability and proper functionality. B4. Date of this report 09 dec 2025. G3. Date received by the manufacturer? 09 dec 2025. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.

Manufacturer narrative:
The user reported that the cgm displayed results differing from glucometer measurements. The case was escalated, and feedback from the escalation team indicated improved agreement between sg and bg readings following the sensor relink. The user confirmed that the transmitter firmware had been previously updated. Dms review confirmed active system use, calibration as instructed, and up-to-date information.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements.no injury or medical intervention was reported.